Event description:
On (B)(6) 2011, pt reported, the up button on the infusion device has worked intermittently over the past 4 weeks. She has to press the button harder or longer for the infusion device to respond. The pt reported the up button appears to remain flat when pressed, and it does not produce an audible beep. The battery has been changed within the past 4 weeks. The infusion device was not dropped on a hard surface or exposed to water. The infusion device was replaced and requested for eval. No physiological effects were reported. Pt did not require treatment from a health care professional or second party to address the issue.